Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device with the rotawire. The rotawire was received inside the advancer and burr catheter. The advancer knob was loosened in the backward position. There was blood in the devices. The advancer knob and burr would not move on due to the dried blood. The burr housing was dismantled and visually examined for damage, no damage was noticed. The devices were soaked in hot water for two days and the knob was able to move but the wire was not able to be removed from the burr. An attempt to remove the rotawire from the burr catheter was unsuccessful due to the blood and kinked rotawire. Inspection of the device presented no other damage or irregularities. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system. The device was not able to get any speed and the stall light came on. The advancer was dismantled and the ultem was found to be melted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "adjust the turbine pressure knob until the burr is spinning at the correct speed 1.25 2.0mm burrs 190,000 rpm." (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09853. It was reported that burr became stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk. A 1.75mm rotalink" plus and a rotawire were selected to be used. Pretest was performed outside the patient and the device rotated up to 200,000rpm. Once the device was advanced into the patient, it was noted the burr speed was able to reach 140,000rpm. The rotation speed was set at the maximum and ablation was performed. After ablation was performed 3 times, it was noted that the device stopped rotating on the 4th try. The device was attempted to be removed but the burr was stuck on wire. The devices were removed as one unit. The procedure was completed with another of the same device without issue. No patient complications were reported and the patient's condition was good.